Manufacturer narrative:
We were unable to perform the functional tests, including the self, sleep current measurement, active current measurement, rewind, prime, seating, basic occlusion test, occlusion test, force sensor and displacement tests due to blank flashing white lcd. In addition, no critical pump error noted. The device had a black flashing while lcd due to cracked lcd controller.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 165 mg/dl at the time of incident. The insulin pump will be returned for analysis.